Event description:
Pt tested on suspect device with a inr resutl of 8.0. Th lab inr was 5.8. They stopped their coumadin. Controls were in range. The device was replaced and requested to be returned for evaluation.